Event description:
It was reported that the device had an error base hardware failure and battery time out. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. There was not any external damage. There was a base hardware failure alarm in the event history log. Failed value was 24.0000. Battery timeout was in the event history log too. After multiple flow and occlusion tests, the reported issue could not be verified. The root cause of the reported issue could not be determined. The technician replace interconnect board as a preventative measure.